Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Evaluation of the returned product/photographs provided confirmed there is white debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. The reported event is confirmed by review of the provided photo. Visual evaluation of the returned product identified damage to the sterile packaging (blister). Sterility has not been compromised. Reported event has been confirmed by review of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to transit damage and a packaging design issue. The condition of the device when it left zimmer biomet is conforming to specification. The device evaluation found the product to be conforming and sterility not compromised. Further, the event did not contribute to a serious injury; therefore, this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Report source: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00179 and 0001825034-2023-00180. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while inspecting the items in stock, the sterile packing was found to be damaged. There was not patient involvement. Attempts have been made and no further information is available.